Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. "Logs show that the exam was reoriented by the site on (B)(6) 2019. Anterior/posterior was flipped, followed by left/right being flipped. The exam card, in the images task for the imported exam, shows the "mirrored orientation" warning. No change to the "view orientation" setting is captured in these logs. There is no indication of any software anomaly. Per (B)(4), it appears images were reoriented by the user, resulting in the reported behavior." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated to the correct event date of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the site had difficulties navigating. The site said that on the image, left was showing right and right was showing left. The representative looked at the settings and saw that radiographic mode was off and the site usually use it with radiographic enabled. It was later reported from the representative that, he was able to load the exams onto other systems and had no issues. Technical services (ts) analyzed the archives and raw dicom image. The raw dicom showed in a different orientation than the archived image. Additionally, the magnetic resonance imaging (MRI) on the archived image stated "mirrored orientation." There was a less than 1-hour delay to the procedure and no impact on patient outcome.